Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a no motor movement or negligible movement from the pump. The customer's blood glucose reading was 91 mg/dl. The mother stated that the pump suddenly alarmed no motor movement on the display. The customer was advised to perform safety checks and an error was found. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed error 38 during rewind; the problem was isolated to the motor however, no physical damage noted on the motor assembly during our visual inspection. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.